Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr ((B)(4) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip vascular closure device sealant, there was a device deployment jam further described as "procedural sheath would not pull back to the grip handle". The balloon was deflated and the device was removed. Manual compression was applied for 15 minutes with no complications. The patient was reported to be fine and hospitalization was not prolonged as a result of the mynx event. No further information is available. Additional information: the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium